Event description:
The clean water system, medicator and sterile water system all claim to deliver "clean" or sterile or medicated water to dental surgical sites. There is no evidence that they do so. The promotional material claims "hosp approved" but it is not clear what this means. Clean water is not defined. There are no disinfectants that are approved by the FDA for disinfection of dental water lines. These medical devices do not function as advertised. The claim of the sterile water system to deliver sterile water to the handpiece is false, unles the entire unit is autoclaved between each pt and refilled aseptically with surgical sterile water. (*)